Event description:
The following event was obtained during a journal article review; the pt was admitted with acute st segment elevation myocardial infarction (mi) and had two hepacoat stents implanted overlapping in the left anterior descending (lad) artery. Four mos later, pt developed recurrent symptoms associated with in-stent restenosis, which was treated with cutting balloon angioplasty followed by beta-irridiation treatment. During placement of the brachytherapy catheter, the pt developed extensive thrombosis within the artery that that resolved after add'l heparin and repeat balloon angioplasty. However a hazy area remained at the proximal stent edge, and a cypher stent was placed, overlapping the previously placed bare metal stents. Despite successful restoration of brisk antegrade flow and normal angiographic results, the pt developed a peri-procedural mi.